Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer¿s blood glucose was 293 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had recurring no delivery alarms may be due to site, set or reservoir issues. Customer stated that they tried sure-t and got no delivery alarms. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. Customer's outcome pertaining to the complaint. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.